Manufacturer narrative:
The customer reported that the AED is prompting a battery replace now warning. Analysis of the log files from the AED showed it was manufactured on 11/19/2012 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). On (B)(6) 2019 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2020. On (B)(6) 2020 the new battery pack was installed, service codes cleared with manual self-test (mst). History downloaded. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
The customer reported that the AED is prompting a battery replace now warning. They did not report that this event occurred during patient use.